Manufacturer narrative:
The reported events were noise, clavicle crush, and lead fracture. As received, a complete lead was returned for analysis. The reported event of noise was confirmed. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located in the middle region of the lead which is consistent with friction to another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. The reported events of clavicle crush and lead fracture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the complete lead did not find any signs of fractures.

Event description:
It was reported that the right atrial lead (ra) exhibited oversensing noise causing pacing inhibition. A fluoroscopy was performed, and it was discovered that the lead was fractured near the patient¿s clavicle. During the procedure the insulation on the ra lead hd breached and the right ventricular lead was elected to be replaced. Both leads were explanted and replaced. There were no patient consequences.